Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the returned instrument confirms the stated failure mode. The articular surface provisional has fractured into two pieces. Both pieces were returned. This instrument exhibits signs of significant use and wear. The articular provisional was manufactured in 2010. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the trial insert broke during trialing of the knee. The procedure was completed using a back-up device. There was a delay of less than 30 minutes.